Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative determined that the gantry motion controller was failing due to confirmation of the tilt failure. The imaging system then passed the system checkout and was found to be fully functional. The gantry motion controller was returned to the manufacturer for analysis. Testing confirmed that when entering tilt mode that the system would generate a noise and not operate in all directions. This confirmed an electrical failure. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4) . This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system gantry was stuck in a tilt position. The spin was completed though a noise came from the system when attempting to move it. The site was able to manually open the door and remove it from the surgical field. Restarting the system did not resolve the reported issue. No additional information was provided. The delay to the procedure was not provided. There was no impact on patient outcome.